Event description:
During a repair of cervical h-type tracheoesophageal fistula, the fogarty catheter, which had been placed at the beginning of the operation to the fistulous tract had become dislodged. The physican elected to cover the open wound and repeat the bronchoscopy for replacement of a fogarty catheter. The wound was covered with ioban dressing. A rigid bronchoscopy was then repeated. There were two (2) small fragments of the balloon within the trachea, which were removed using the suction device. The trachea was then cleared of debris. A #4 fogarty catheter was then repassed through the fistulous tract. The balloon inflated.health professional's impression: balloon failure.